Manufacturer narrative:
(B)(4). The complaint rt235 breathing circuits were not returned to fisher & paykel healthcare therefore the investigation was done based on the limited information provided by the customer. Ventilator-associated pneumonia (vap) and serratia marcescens are both hospital acquired infections which occur in people who are receiving mechanical ventilation with the use of endotracheal or tracheostomy tubes. This allows free passage of bacteria into the lower segments of the lung in a person who often has underlying lung or immune problems. Serratia marcescens is found in hospitals where many of the documented infections take place. The mode of transmission of this microorganism is by either direct contact, catheters, droplets, saline irrigation solutions, and other solution that are believed to be sterile. Serratia has been identified through independent separate studies to be a nosocomial infection and is predisposed towards patients whose immune systems are particularly vulnerable. Results from these studies identified contributary factors to be low birth weight, prematurity, prolonged respiratory therapy, prolonged use of antibiotics and maternal infection prior to delivery. It is therefore very unlikely that our devices could be the source of these infections. A lot check could not be performed as the lot number was not provided.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two infants developed ventilator associated pneumonia (vap) while on mr850 heated humidifier systems with rt235 infant breathing circuits and a hamilton g5 ventilator. Baby (B)(6) was reported to have been on a conventional ventilator for the first two days of life, then switched to an oscillator for days 3-10. He then went back to a conventional vent for days 11-19. During that time he developed a pneumonia with serratia marcescens. He was then placed back on the oscillator. Baby (B)(6) was on a conventional ventilator for days 1-10, then switched to CPAP from days 11-14, then back to a conventional vent. He developed pneumonia with serratia after being placed back on the conventional vent.